Manufacturer narrative:
Three samples were received for quality evaluation. The extension sets were primed and checked for leaks and any air-in-line or bubbles in the line. None were identified. The extension sets were then connected to a sample bd primary infusion set and tested during a simulated infusion at a rate of 125 ml/hr. There were not issues of leakage, occlusion, air-in-line or air bubbles identified with the samples submitted. The customer complaint of air bubbles . Air-in-line could not be replicated. A root cause investigation was not conducted because the reported issue could not be replicated in the samples submitted. A device history record review for model 10011865 lot number 25019439 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump infusion set had air bubbles / air in line. The following information was provided by the initial reporter: filter attachments dispelling air from them when tilted side to side lot number (10)25019439. 2 filters tried with same results.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.